Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. Trigger cord breakage can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The deice fell apart during a procedure. One band was deployed and then all the strings on the rest of it fell apart. Per conversation with the cook district manager as he spoke with the nurse assisting the physician: after deploying the first band, the trigger cord broke. This was the issue. They removed the device and took a second device and loaded it into the endoscope and determined no additional bands were needed to treat the patient. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Event description:
During an esophageal variceal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The deice fell apart during a procedure. One band was deployed and then all the strings on the rest of it fell apart. Per conversation with the cook district manager as he spoke with the nurse assisting the physician: after deploying the first band, the trigger cord broke. This was the issue. They removed the device and took a second device and loaded it into the endoscope and determined no additional bands were needed to treat the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.